Event description:
What to do about trying to fit the dental protector around crooked front teeth-incisors or the eye teeth. Difficult to fit. The bottom layer completely separated from the top layer within 2 weeks. What to do about that?? Replacement requested.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.